Event description:
The pt was intubated with an endotracheal tube, sedated and maintained on mechanical ventilation after the 11/1/93 injury. The pt's condition remained critical. Health care team efforts were focused on life support and treatment alternatives. On 1/28/94, the pt's temperature was elevated and his condition showed signs of deterioration. Dialysis was attempted. On 1/30/94, the pt suffered a cardiopulmonary arrest. The pt was successfully resuscitated, but despite all medical treatment interventions, he was unable to maintain his vital signs and expired 1/31/94.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: labeling - difficult to understand. Conclusion: invalid data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: invalid data. Invalid data - on device destroyed/disposed of status.